Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh and advantage were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, and urinary incontinence. It was reported that the patient had the concurrent procedures of an anterior and posterior repair with mesh, mesh sling, cytoscopy, and suprpubic tube placement performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2012 and mesh removal on (B)(6) 2012 (correction) due to pain and stress urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 11/07/2016. Additional information: age/date of birth.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and urinary/bowel problems. It was reported that the patient underwent mesh removal on (B)(6) 2002. (B)(4) ¿urinary and bowel problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.